Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia during the first week of pump use following a supply change, which the user later attributed to not performing the required rewind step, and subsequently chose to discontinue pump therapy and manage diabetes with multiple daily injections. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose and no medical attention or hospitalization. Troubleshooting and education were provided, and the user declined further pump use. Investigation included review of user feedback and reported use sequence. Investigation of this case revealed that the event was consistent with user error during setup rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.